Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. In addition, an alert was triggered for a charge circuit warning. It was determined that the device had reached end of service (eos) earlier than expected due to excessive charge time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the premature end of service (eos) was due to excess charge time alerts. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the longer charge times. Battery analysis revealed no internal battery short. Lithium (li)-severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed excessive charge time events. These excessive charge time events resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.